Manufacturer narrative:
The sample was visually inspected and was found to be non-conforming with the needle bent and orange/brown foreign material on the port face, in the port and on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation. The cut functionality of the returned probe could not be determined due to the actuation failure. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The extension pulled out of the coupling. No presence of adhesive was observed on the extension. The inner cutter was observed to be severely bent. Gouge marks were observed at several locations of the inner cutter. The product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested, however, the observed actuation failure would have led to the reported cut failure. The root cause for the actuation failure is the separation of components within the probe. It appears that during use in surgery the adhesive bond failed, causing the extension to detach from the coupling. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the extension from the coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported poor cutting of the vitrectomy probe occurred during a vitrectomy procedure. The condition of the aspiration was not known. The procedure was completed after replacing the vitrectomy probe with another one. There was no harm to the patient.